Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/13/2013 with the following findings: the reported complaint was unable to be duplicated during investigation. The keypad buttons were found to be responsive. No contamination was found under the key contacts. Unrelated to the complaint, the bolus button was found to be missing. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event because a damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The bolus button was found to be leaking during a leak test. An audible alarm reading was unable to be obtained due to the damaged bolus button. The pump was opened; moisture residue and corrosion was found on all the internal components and on the pcb. There was moisture noted in the display lens and the display screen was found to be distorted. A review of the black box history download could not be obtained due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The distributor contacted animas on (B)(6) 2013 and reported the up, down, and ok keypad buttons were unresponsive. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).